Event description:
It was reported that the 3.0 x 23 mm xience xpedition stent delivery system was removed from the hoop without difficulty. The protective sheath and stylet were removed from the device without difficulty and the stent dislodged in the sheath. The device was not used and there was no patient involvement. A second 3.0 x 23 mm xience xpedition stent delivery system was then used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Serial number is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.